Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the top case chipped in the front corners. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not evaluated. To further investigate, an occlusion test was performed. The reported event was not duplicated. Root cause of the issue is unknown. The speaker was replaced.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "primary audible alarm" errors. No patient involvement reported.